Event description:
It was reported that t:slim x2 pump battery would not charge, pump displayed power source alert, charging connection was not recognized even after extended charging attempts, and silver usb port appeared damaged, which led to pump shutdown and inability to turn pump back on. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump as able and planned to rely on alternate method if needed, while technical support arranged shipment of replacement pump.